Event description:
The nurse of the customer called to report that she was in the intensive care unit with bg's "over the 1,000 mg/dl range." No pod alarm or any indication of a product malfunction was reported, nor was there any mention of a kink or blood in the cannula. The pod will be returned for evaluation.

Manufacturer narrative:
The device involved was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.